Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced sweating and a headache. Customer required third-party treatment of glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An additional information was conducted. Reader mdmd065-t1943 has been returned and investigated with retained test strips. The reader¿s log was successfully downloaded. Visual inspection has been performed on the returned reader and no issues were observed. Visual inspection has been performed on the returned power adapter and usb/charging cable and no issues were observed. Voltage testing was performed on the power adapter and the results were within specification. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. The reader was further investigated and de-cased and no issues were observed upon visual inspection. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on reader, cable and adapter and no issues were observed. The battery was measured to be outside of the specification range. A new unused battery was placed in the returned reader and applied pressure to microcontroller processor (mcp); observed returned reader to power on. Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced sweating and a headache. Customer required third-party treatment of glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. The reader¿s log was successfully downloaded. Visual inspection has been performed on the returned reader and no issues were observed. Visual inspection has been performed on the returned power adapter and usb/charging cable and no issues were observed. Voltage testing was performed on the power adapter and the results were within specification. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. The reader was further investigated and de-cased and no issues were observed upon visual inspection. The returned battery was measured, and the results were within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. Therefore, the issue is confirmed due to poor soldering of the cpu. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.